Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 80 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 2:01pm) with results of 219 mg/dl and 229mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 06/26/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1; 247mg/dl (B)(6) 2015 01.54:00pm, memory 2: 247mg/dl (B)(6) 2015 01:53:00pm, memory 3; 405mg/dl (B)(6) 2015 11:39 :00am, memory 5: 49mg/dl (B)(6) 2015 10:59:00am. No adverse event reported.